Event description:
It was reported that the customer's cable was damaged and frayed with exposed wiring. A replacement cable was sent to the customer to resolve the issue. Customer's blood glucose level was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.